Manufacturer narrative:
(B)(4). G2: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a procedure cancelled approximately 2 years ago due to missing screws in the custom device packaging. The surgeon then abandoned the procedure entirely and no implants were implanted. Subsequently, it was further reported that additional custom devices are in production and the patient will undergo an additional procedure once created. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device history records show screws are specified within the bill of materials of the record and that 6 pieces of item# 99-6608 lot# 974650 were documented. Inventory transaction history shows that 6 pieces of item# 99-6608 lot# 974650 were issued to the end level manufacturing order for item# tmjpm-2778 lot# 980610. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.